Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) device was checked in the (B)(6) in march of this year. The patient was told that there was something wrong with the device, and it needed to get it checked in the USA. The patient could not provide any details on why there was concerned with the device function. The patient wore a holter monitor and the monitor recorded events that were not recorded on the device. The patient could not say what types of events were recorded, and the patient has been unable to get any records sent to the us. At a device check done in may in the USA, all device measurements were within normal limits. The ipg remains in use. No patient complications have been reported as a result of this event.